Event description:
A malfunction alarm 20 was reported while the pump was in use for insulin delivery. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so there was no reported impact on the customer¿s blood glucose level. The technical support team decided to replace the faulty pump, which was still under warranty. The customer was advised to revert to multiple daily injections (mdi) as a temporary backup to ensure insulin delivery was not interrupted. They were also given instructions on placing the pump into storage mode before returning it to tandem using a pre-paid label within ten days, and the customer acknowledged all instructions.